Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
Customer reported via phone call that the sensor alarmed a calibration error alarm and triggered the threshold suspend. Customer's blood glucose and sensor glucose were 100 points off, customer's blood glucose was 167 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.